Manufacturer narrative:
(B) (4). An amo field service tech examined the system at the customer location and performed a full checkout of laser. No issues were found with performance and operation of the equipment.

Event description:
The clinic reported that a pt treated for lasik vision correction presented one week post-op exam with an over correction in the right eye. The pt also reported that their vision in the right eye comes in and out of focus. Pt's post-op visual acuity at one week: ucva od 20/50. Bcva od 20/30.